Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged after the pocket was closed at the implant procedure. Thresholds had decreased and there was no slack in the lead noted from the fluoro. The physician opened the pocket up again and pushed the lead further out. The numbers were then stable and normal. No adverse patient effects reported.